Event description:
It was reported that during the implant procedure, the lead could not fit into is-1 connector. Device was replaced after several attempts screwing the screw were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : the reported field event of a set screw anomaly was not confirmed in the laboratory. Upon receipt, a missing v-r set screw was noted. It was suspected that the set screw was backed out of the socket and stuck to the torque driver when it was removed. Review of manufacturing data indicated proper installation of the set screw. The set screw was replaced, and the device was tested on the bench as well as using automated test equipment; no anomaly was found. The cause of the field event could not be determined.